Manufacturer narrative:
Product complaint (B)(4). The following information was requested, but unavailable: - was the product seal on the foil still intact when the package was opened? - is it possible that the device got the ink upon opening of device? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product seal on the foil still intact when the package was opened? Is it possible that the device got the ink upon opening of device? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2025 and absorbable hemostat was used. When opening the package, it was found that there was colored like a light blue ink on the product, so the use was stopped. The product was not used for the patient. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H3 investigation summary- the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code 1946. The visual assessment of the open sample, it was noted that there were blue stains on the back of the folder and on the first fold of the surgicel. As per the condition of the returned sample, it was not possible to determine the cause of the blue stains in the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.